Event description:
New information received notes that the lead exhibited r wave amplitude variation. Programming interventions were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up. Upon device interrogation it was noted that the right ventricular lead exhibited an elevated pacing impedance and capture threshold. No interventions were made. The patient was stable and will continue to be monitored.